Event description:
It was reported that the pt underwent a cardiovascular procedure. The coronary sinus catheter was prepped and nothing abnormal was noted. The device was used and the procedure was successfully completed. Upon removal of the catheter from the pt, it was noted that the guide wire was protruding from the catheter sheathing, the guide wire was protruding from the catheter between the balloon and below the green luer lock. The exposed wire is approximately 0.5 inches in length. There were no adverse pt consequences.